Event description:
A customer had a problem with the single lumen PICC. The customer reports "the single lumen PICC leaked. It was in for 2 days and there were no dressing changes done. The baby lost some blood."

Manufacturer narrative:
The customer reports that a sample is not due to be returned for evaluation. An investigation is currently underway upon completion the results will be forwarded.